Event description:
The root of it was easy to crack. The time of event is unknown. There was no report of patient harm.

Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information: this MDR was submitted on jan 4, 2022, it was submitted as 9610877-2021 due to an error. Therefore, we re-submit it with the new number 9610877-2022. Before correction MFR no.:9610877-2021-01960. After correction MFR no.:9610877-2022-00069.